Manufacturer narrative:
(B)(4). The sample was requested. A follow up report will be submitted when the evaluation results become available.

Manufacturer narrative:
(B)(4). This complaint for particulate matter was confirmed in the lab. The results of a sample evaluation revealed several embedded particles in the acrylic of the cassette (pump chamber). A root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
A customer reported to baxter that a black spot was noted on the supply line of the cassette.there was no patient involvement.